Manufacturer narrative:
No da vinci products were returned for investigation. Review of the site¿s instrument logs for the procedure confirmed that there were no da vinci robotic staplers used during the procedure. Three months after the surgical procedure, intuitive was notified of the event when the distributor requested a review of the procedure system log. The review of the intraoperative system logs for the duration of this procedure show the system functioned normally and there were no indications relating to this event. Log review of the 5 subsequent procedures found the system functioned normally; no intraoperative events or issues were observed. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died following a right hemicolectomy as a result of a leak from an anastomosis where a 3rd party stapler was involved. No allegation has been made against any intuitive surgical product or instrument. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that following a da vinci-assisted right hemicolectomy, the patient experienced a postoperative colon leak at an unspecified time later. The procedure was completed as planned with no device issues. The surgeon used an unspecified third party laparoscopic stapler through a laparoscopic port during the colectomy procedure. It was reported that most likely, the stapler anastomosis led to the leak and was the origin of the patient¿s death. The surgeon did not attribute the leak or patient outcome to any intuitive da vinci device or system. A da vinci stapler was not used during the procedure. No additional information was provided.